Event description:
This spontaneous report was received on (B)(6) 2012 from a husband and concerns his wife (age unspecified) from the united states. The medical history of the consumer and the concomitant medications were not reported. On an unspecified date, the consumer used an expired k-y yours + mine couples lubricant which included an expired k-y yours plus mine lubricant - mine (frequency, lot number, dose and expiration date unspecified) and expired k-y yours plus mine lubricant - yours (frequency, lot number, dose and expiration date unspecified) both the devices vaginally for lubrication. After an unspecified duration, she experienced fever symptoms like shaking, aching and had blood in her urine. The action taken with both the devices and the outcome of the events were unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4) 2011. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a husband and concerns his wife (age unspecified) from the united states. The medical history of the consumer and the concomitant medications were not reported. On an unspecified date, the consumer used an expired k-y yours + mine couples lubricant which included an expired k-y yours plus mine lubricant - mine (frequency, lot number, dose and expiration date unspecified) and expired k-y yours plus mine lubricant - yours (frequency, lot number, dose and expiration date unspecified) both the devices vaginally for lubrication. After an unspecified duration, she experienced fever symptoms like shaking, aching and had blood in her urine. The action taken with both the devices and the outcome of the events were unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information was received on (B)(6) 2012: the consumer was seen in an emergency room where she was diagnosed with kidney infection. She was prescribed with unspecified antibiotics. After an unspecified duration, on (B)(6) 2012, the event of kidney infection resolved. A lot # was not provided. A review of the data associated with this complaint revealed no adverse trends. If a lot number becomes available, the complaint will be reopened and investigated. Complaint trends will continue to be monitored. This report remains serious.